Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea, vomiting, and severe pain. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with vancomycin intraperitoneally (10 doses) and another unknown antibiotic (dose and frequency were not reported). The patient was recovering from the peritonitis. The patient's catheter has been removed and the patient is now performing hemodialysis. No additional information is available.